Event description:
Boston scientific received information that this lead was removed from service due to unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and will not be returned for testing. Efforts to obtain additional product issue details were unsuccessful. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.